Event description:
The issue was found during inspection for use, no additional relevant information about the event was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: b5.

Manufacturer narrative:
This report is being supplemented to provide a correction to the device evaluation additional findings. The additional findings in MFR report # 9610595 - 2023 - 14056 were incorrect, the additional findings are listed below. Additional findings include the following: the plastic distal end cover had a dent, the play of the right / left knob was out of the standard value due to a dent in the bending tube, the bending angle in the up direction exceeded the standard value due to a dent in the bending tube, the connecting tube had a dent / scratch.

Manufacturer narrative:
Correction to h4 for additional information inadvertently left off of initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 for additional information inadvertently left off of initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that image failure was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The inspection method for the suggested event is described in the operation manual as follows: chapter 3 "preparation and inspection" 3.8 "inspection of the endoscopic system" "inspection of the endoscopic image" 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the distal end of the endoscope. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the bad image issue could not be duplicated. Additional findings include the following: the bending tube was collapsed / deformed, the angulation lever was damaged / deformed, and the insertion tube showed signs of physical stress. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite bronchovideoscope had a bad image. There were no reports of patient harm.